Manufacturer narrative:
On 4/22/2019, the mentor failure analysis lab has received the device for evaluation. On 5/3/2019, the product investigation was completed. Device investigation summary: upon receipt by mentor, the device returned without fluid. Yellow material was observed within the device. No foreign material was observed on the shell surface. Mentor product analysis lab discovered a tear measuring approximately 0.5 cm within an area of siltex cracking located on the posterior aspect. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. There is no evidence that the issue is related with manufacturing. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Mentor believes that siltex cracking is ultimately a result of high stresses caused by acute folds (i.e., severe ¿v¿ or tight folds) in the room temperature vulcanization (rtv) shell of siltex breast implants. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, mentor became aware that the patient underwent unilateral removal and replacement with a 275cc mentor siltex round moderate profile saline catalog: 3542640 lot: 7439402 sn: (B)(4). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 09/11/2019, mentor became aware that the patient suffered right sided seroma about a week and half later on the replacement devices: this event will be reported under 1645337-2019-21055. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent breast augmentation revision with a 275cc mentor siltex round moderate profile saline breast prosthesis, experienced right side deflation post-operatively. Deflation confirmed via mammography on (B)(6) 2019, but patient did not notice deflation until (B)(6) 2019. As a result, the patient will undergo unilateral removal and replacement on (B)(6) 2019.